Event description:
It was reported that during an unk procedure while putting the devices in place, the lap discs broke (silicone). There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.